Manufacturer narrative:
(B)(4) device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4)

Event description:
It was reported that stent dislodgment inside patient occurred. The target lesion was located in the coronary artery. A 4.00mmx24mm promus premier drug-eluting stent was advanced for treatment; however the stent failed to cross the lesion. The stent came off the balloon and the stent strut got hung. Multiple stents had to be deployed to collapse the dislodged stent against the wall of the saphenous vein graft.